Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04345.

Event description:
It was reported that patient underwent hip arthroplasty on an unknown date. Subsequently patient was revised due to pain and signs of osteolysis. It was noted the head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.